Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic proctectomy, it was noted that the handle was fully charged however, when the surgeon approached the handle to the tissue, the fire button did not illuminate and a caution mark was found illuminated on the handle part on the display. The use of the handle was discontinued at that point. The handle was forcibly shut down, and when it was returned to the charger and restarted, it returned to normal. There was no patient injury. Pli10: medtronic's initial evaluation of the device found that there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. A review of the system logs showed that a used clamshell was attached to the handle. Attaching a used clamshell to a powered handle would cause it to display a white handle swimlane with a red 0 at the bottom. It was reported that the screen displayed a yellow swimlane aligned with the handle symbol. This indicates a general handle error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damage to the ir shield and the q12 transistor. The product analysis noted evidence that the device was not used as intended. After disassembling the device, there was damage to the ir shield, and the q12 transistor. The internal damage to the ir shield and q12 is likely due to the handle being dropped. The damage to these components does not result in any patient harm. Additionally, the investigation detected an unreported condition of a power handle error that has no relationship to the reported condition. During initialization, the master control panel showed software version 'ver', which is indicative of an sd card failure. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic proctectomy, it was noted that the handle was fully charged however, when the surgeon approached the handle to the tissue, the fire button did not illuminate and a caution mark was found illuminated on the handle part on the display. The use of the handle was discontinued at that point. The handle was forcibly shut down, and when it was returned to the charger and restarted, it returned to normal. There was no patient injury.